Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was not working and had a blank screen after switching batteries. The customer was advised to revert to a back-up plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will be returned for analysis.